Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer wanted to know how to fix this error code. I explain to the customer that they need to re flash the software. Customer didn't have the poc files needed to re flash the 8015. I explain to the customer that if they had the rf cards then we could see if the files that's needed are on them. The customer stated that he did not have the files or cards needed to re flash the units. Customer said that he would call back when he locate the files and or the rf cards to do the re flashing of the units. The customer ended the call.